Manufacturer narrative:
The device was returned to a third-party service center for evaluation. On evaluation, error codes were confirmed in the device error log indicating a ventilator inoperative condition involving a motor shutdown event. The system printed circuit assembly, and the motor were replaced to remediate this issue. Additional findings not related to the malfunction/issue include replacement of tubing, the fio2 machine flow sensor, blower bellows seal and the blower chassis plate due to contamination. Four-year preventive maintenance was completed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
A ventilator was returned to a third-party service center for evaluation of the allegation the ventilator was not operative. No additional information was provided. There was no harm or injury reported. The device evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.